Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI)#: unable to determine entire UDI# as information was not provided. H3: device was evaluated by the biomedical engineer at the hospital. The device was allowed to run for a total of 8 hours with no faults found. The biomedical engineer believes the reported incident is likely due to condensation in the circuit which can be expected depending on humidification settings. No device issues were found; therefore, a definitive root cause cannot be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the amplitude was fluctuating while on a patient. There was no patient harm reported.